Event description:
It was reported that during the procedure, upon removing the guidewire from the protective hoop, the blue section at the hand end was found to have detached. The procedure was completed with another of the same device and there were no known patient complications reported.

Manufacturer narrative:
Imdrf device code a0501 captures the reportable event of sleeve detachment of device or device component.

Manufacturer narrative:
Imdrf device code a0501 captures the reportable event of sleeve detachment of device or device component. The returned sensor wire was analyzed, and during the inspection, it was noted that the ptfe was peeled at the distal section of the device, and the sleeve was detached from the wire. The investigation into the peeling of the ptfe, is evidence that excessive force applied during the removal of the wire or the use of a metal needle or cannula likely caused the ptfe to peel. Furthermore, concerning the detachment of the sleeve from the wire, it is probable that excessive force applied during the removal of the wire led to the sleeve becoming detached. Based on the analysis results, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that during the procedure, upon removing the guidewire from the protective hoop, the blue section at the hand end was found to have detached. The procedure was completed with another of the same device and there were no known patient complications reported.